Event description:
Customer stated that the device has been giving high results, 90, 265, 170, and 166 mg/dl. The customer was taken to the hosp based on the results. At the hosp the customer's blood glucose result was 39mg/dl. The customer was irrational, they were given an IV. Controls were stated to be in range. A request was made for the return of the suspect device and replacement product was sent.